Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed all functional testing. However, the insulin pump had an unexpected motor alarm during rewind and unexpected button error alarm. All buttons functioned properly during testing. Unable to confirm root cause due to insulin pump preservation.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was brain injury due to fall. The caller stated that the customer was found on the floor, in the morning; she had somehow fallen. When found, the customer was wearing the insulin pump; however, it was removed at the hospital. The customer was not using sensors and was not wearing one at the time of death. The customer was placed on life support. The insulin pump was off for approximately five hours prior to the customer's passing. The customer's blood glucose at the time of death is unknown. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.